Event description:
Baxter affiliate reports a leak in cassette of homechoice set during prime, prior to patient connection. Affiliate discontinued treatment with that set up. Per affiliate, no medical intervention or patient injury.